Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported primary audible alarm bgnd test error was not evidenced in the event history log (ehl). The error message was not reproduced during occlusion testing. No fault was found with the pump.

Event description:
It was reported that the medfusion pump exhibited the following system failure: primary audible alarm bgnd test failure. No patient injury or complications were reported in relation to this event.